Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, a metal piece of the super multivac wand dropped when coagulated inside the joint. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: updated.

Event description:
It was reported that during an arthroscopy, a metal piece of the super multivac wand dropped when coagulated inside the joint. The metal piece was removed from the patient using a grasper. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, a ¿metal piece of the wand dropped when coagulated inside the joint,¿ and the metal piece was removed from the patient using a grasper. It was communicated, that the procedure was completed with a non-significant procedural delay using a back-up device. Smith and nephew has not received the requested patient specific documentation, the device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined and no further complications were report. Per case communication, the patient¿s current health status is ¿patient is ok.¿ no patient injury has been alleged. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.